Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler and the patient event of seizure. However, there is no documentation of a causal relationship between the event and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The patient has a history of seizures and the suspected cause was an unspecified electrolyte imbalance. This is a known complication of renal failure which can lead to increased risk of seizure. Based on the available information and no reported allegation of a device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s seizure. However, the pd therapy itself, with shifts in fluid and electrolytes could have contributed to the adverse event.

Event description:
It was reported that a peritoneal dialysis (pd) patient is having a seizure during the drain cycle of treatment. The patient requested assistance to be put in stat drain, but the cycler will not allow this in the drain steps of treatment. Upon follow up with the peritoneal dialysis nurse (pdrn), the pdrn stated the patient has a history of seizures. The patient was transported via emergency medical services (ems) to the emergency room (ER) where he was admitted. The patient had not been prescribed medication for his seizures prior to this event. The patient was placed on anti-seizure medication (type, dose, route and frequency unknown). The pdrn reported the cause of the seizure is likely due to an unspecified electrolyte imbalance. The patient¿s seizure was not related to the liberty select cycler. The patient currently remains hospitalized.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.